Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was noted to have slowly down trending hemoglobin and hematocrit (h/h) with values of 7.2 g/dl and 23.3% on (B)(6) 2017. One unit of packed red blood cells (prbcs) was transfused with appropriate bump. On (B)(6) 2017 it was reported h/h was 7.2g/dl and 22.8%. The patient was transfused 1 unit of prbcs with appropriate bump. It was reported the patient has been off coumadin since admission. Hemoglobin (hgb) bumped to 9.4 g/dl on (B)(6) 2017. Patient outcome was resolved on (B)(6) 2017.

Manufacturer narrative:
Section b5: additional information; the july admission was reported in MFR report number: 2916596-2020-02646.

Event description:
An update was provided on 14may2020 from the vad coordinator. It was reported that the esophagogastroduodenoscopy (egd) for this patient preceded this admission and occurred in (B)(6) 2017. The patient was readmitted when their peripherally inserted central catheter (PICC) line fell out on (B)(6) 2017. Warfarin was held for PICC placement, hemoglobin and hematocrit (h/h) drifted down due to chronic illness and infection. There was no gi workup during this event. The patient was discharged back to subacute rehab with re-initiation of coumadin , inr (international normalized ratio) goal 2-2.5.

Manufacturer narrative:
The initial report for MFR 2916596-2020-02454, incorrectly stated the "section g3, date received by manufacturer" to be (B)(6) 2020. The correct date should have been (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported decrease in hemoglobin and hematocrit could not be determined through this evaluation. It was reported that the patient was readmitted when their peripherally inserted central catheter (PICC) line fell out on (B)(6) 2017. Warfarin was held for PICC placement. The patient was noted to have slowly down trending hemoglobin and hematocrit (h/h) values reportedly due to chronic illness and infection. Information provided indicated that hemoglobin and hematocrit values were 7.2 g/dl and 23.3% on (B)(6) 2017. The patient was transfused with one unit of packed red blood cells (prbcs) with an appropriate bump. On (B)(6) 2017, the patient¿s h/h was 7.2 g/dl and 22.8% and an additional unit of prbcs was transfused with an appropriate bump. The patient was on aspirin at the time of the event and the site of bleeding was unknown. There was no gi workup during the event. The patient¿s hemoglobin bumped to 9.4 g/dl on (B)(6) 2017 and the major bleeding event outcome was reported as resolved on that date. The patient was discharged back to subacute rehab with re-initiation of coumadin (inr goal 2.0-2.5). No alarms or functional issues with the lvas were reported in association with the event. The patient remained ongoing on (B)(6) at the time of the reported event. The patient ultimately expired in (B)(6) 2020 due to causes unrelated to the lvad and it was reported that no product would be returned. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.